Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation from specification that may have contributed to the reported case. Biomechanical tests have been performed to similar products. All tested products successfully passed the biomechanical requirements. It was emphasize to the surgeon, the importance of drilling and tapping in accordance with the lag screw length, as instructed in the IFU "piccolo composite® nailing system - proximal femur instruction for use" 13161_014row - rev 08/17.

Event description:
During implantation of a piccolo composite proximal femur nail in (B)(6), a lag screw broke. In the time of the screw insertion, the surgeon felt resistance and decided to extract the screw in order to repeat the drilling. During unscrewing, the distal tip of the screw broke and the surgeon extracted the screw leaving the distal end in situ. Another carbofix lag screw was inserted and the surgery was completed successfully.